Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer did not experience a return of the malfunction after resetting the pump with the help of technical support and was advised to continue using the pump. The customer was instructed to call back if the issue recurred, and acknowledged the guidance provided.